Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2821959. A search of the complaint database finds additional reported incidents against lot code 3005744 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation to be closed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported that the patient had increasing pain and the surgical findings included metallosis, gross loosening of the proximal 3/4th of the femoral stem with minimal fixation and minimal surrounding tissue necrosis. The complaint was updated on:(B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.